Event description:
As reported by our german affiliate, approximately six years post implantation, a 23mm sapien 3 valve was implanted into a sapien xt valve. The procedure went well with good outcome. No further information was provided. As reported, the valve was degenerated with stenosis.

Manufacturer narrative:
Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. In this case, the cause of the stenosis is unknown; however, it could be related to progression of the pre-existing disease process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.